Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that "the customer had a number of faulty sensors again which were on his desk. Confirmed issue is same as reported previously whereby the display drops out during procedure and doesn't return until after sensor has been changed at least once". Additional information received, "no error message or audible alarm was observed". No known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. Visual inspection upon receiving indicated oxidization and/or corrosion on the eeg sensor trace lines. During evaluation, however the unit passed all functional testing. The sensor was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.